Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Customer disconnected before a request could be made for this information. After repeated attempts to reach the customer, the agent was unable to obtain any additional information.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: a result of "300 or 350" mg/dl and a result of "60 or 70" mg/dl. No actions taken reported based on device results. No adverse event reported. Customer disconnected before product was requested for return. Replacement was sent.